Manufacturer narrative:
Product is no longer available to be returned.

Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 101 mg/dl (aviva) and 348 mg/dl (doctor's meter).